Manufacturer narrative:
There was a precedent similar case not included in the batch of initial report. This is the batch review corrected: batch review performed on (B)(6) 2024: lot 147650: (B)(4) items manufactured and released on 13-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. On 25-jan-2024 we have received the devices. Visual inspection performed by medacta r&d hip project manager: looking at the stem body an opaque white film is visible on approximately half of the proximal stem length on one side only. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding but they are not available for the analysis. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Manufacturer narrative:
Batch review performed on 12 january 2024. Lot 147650: 34 items manufactured and released on 13-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, 32 items of the same lot have been sold (devices resterilized considered) with no similar reported event during the period of review.

Event description:
Revision surgery for stem loosening at about 8 years and 4 months from primary.